Event description:
The reporter contacted animas on (B)(6) 2014 reporting blood glucose levels over 600 mg/dl. The reporter indicated that the blood glucose levels were responding with injections of insulin but not via the pump. The pump was reviewed with the reporter and found that there were no associated alarms, there were no cancelled boluses and all boluses were accounted for, the basal delivery was appropriate, there were no suspends related to the event, and the total daily dose was consistent with the basal and bolus history. The reporter was advised that the pump appeared to be operating normally. The reporter was advised to discuss the blood glucose levels with a health care provider and have infusion sites evaluated for scar tissue or other issues. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.